Manufacturer narrative:
Additional information was provided documenting the humidity value in the laboratory at the time of the event was 42% is below the specifications provided in product labeling. The investigation could not determine a specific root cause. Based on the provided calibration and qc data, a general reagent issue was not likely.

Event description:
The customer received a questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) result for one patient sample. The initial result was 0.106 miu/ml and was reported out as <1 miu/ml. The ER called questioning the result as the patient was known to be pregnant. They then reran the sample and the result with a dilution was 36168 miu/ml. The repeat result was believed to be correct. The patient was not treated based on the erroneous result as the ER knew she was pregnant. The hcg+ss reagent lot number was 17160105 with an expiration date of 06/30/2014. The field service representative could not find a cause and ran a precision check with control material.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.